Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was having low blood glucose. Customer's blood glucose was 47 mg/dl. Customer's blood glucose at time of call was 83 mg/dl. After troubleshooting, customer was advised to contact the healthcare professionals regarding low blood glucose. Customer will not be returning the device for analysis.